Event description:
It was reported that during the procedure, the lead could not be loaded over the wire. The lead was not used and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.